Event description:
A customer reported a malfunction with their insulin pump, displaying malf 16, although no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.